Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 178 mg/dl, 167 mg/dl, hi (greater then 600 mg/dl), and 56 mg/dl 2) 457 mg/dl, 215 mg/dl, 188 mg/dl, and 218 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer claims the product was in use with a pt. When the nurse performed a routine alarm check she found the alarm has power. However, there was no alarm tone when pressure was taken off the sensor pad or when the sensor was detached from the alarm. There was no pt incident or injury reported.